Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Formation while the system is implanted. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the clinical database that the patient was admitted to the hospital on (B)(6) 2016 after being seen in clinic and found to have increased lactate dehydrogenase (ldh) on routine lab. The patient had no signs of hemolysis. Log files showed power consumption within normal operating condition at that time. The patient was started and maintained on a heparin drip. During the week of (B)(6) 2016, the ldh continued to rise, so a decision was made to administer two doses of tissue plasminogen activator (tpa) (10 mg/1min, followed by additional 20mg at 1mg/min, for total of 30 mg x2). Power trends on log files were outside of normal range from (B)(6) 2016. Ldh continued to remain elevated around 1000. On (B)(6) 2016, patient began to have worsening hemolysis with ldh increase to 1500 and tea-colored urine. Log files on (B)(6) 2016 showed normal power consumption. It was felt by the team that the vad was no longer providing any benefit to the patient, so the decision was made to discontinue vad support. The patient was taken to the catheterization lab, an amplatzer occluder was placed in the outflow graft, and the hvad was discontinued on (B)(6) 2016. An intra-aortic balloon pump (iabp) was placed for hemodynamic support as immediate drop in mixed venous oxygen saturation (svo2) was observed. Patient was also being supported with milrinone. Patient is currently stable in the intensive care unit (ICU) with iabp and milrinone. Patient is listed for transplant status 1a, blood type o with high panel reactive antibody (pra). The event was considered resolved. The site deemed the event as related to the lvad system and patient condition, and unrelated to the lvad procedure. No further information was provided.

Manufacturer narrative:
Additional information received indicates that the patient had dark colored urine when he was admitted to the hospital. The site further reported that the patient's condition required multiple fluid boluses and that his hemoglobin continued to drop. The patient however did not require any blood transfusions during his admission. The intra-aortic balloon pump that had been inserted on (B)(6) 2016; was discontinued on (B)(6) 2016. The patient is reported to have remained stable while awaiting transplant in hospital. He underwent cardiac transplantation on (B)(6) 2016 along with hvad ex-plantation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicated that the patient has been transplanted. Of note, the patient's anticoagulation was controlled. Pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting  (B)(6) 2016 to a peak of 6.1w on (B)(6) 2016 outside of normal power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the reported increase in power consumption may be attributed to thrombus formation. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed to the patient outcome include the patient's recent history of subtherapeutic inr and thrombus, other related comorbidities, and anticoagulation therapy. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined; however, there are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.